Manufacturer narrative:
Additional narrative: it was reported that the patient had a concurrent procedure of a tvh/bso performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 5/31/2016. (B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to dysfunctional uterine bleeding, uterine prolapse, fibroid, and sui. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/19/2016. (B)(4). It was reported that following insertion the patient experienced urge incontinence, recurrent bladder infection, dysuria, microscopic hematuria, stress incontinence, and urgency.